Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control evaluated the customers device and proper device operation was observed through functional and performance testing. Physio-control evaluated the device data and determined the cause of the reported issue was traced to the user. The device was returned to the customer for use. Physio-control performed a clinical review and determined the device use caused a serious injury which necessitated medical intervention to preclude permanent impairment.

Event description:
The customer contacted physio-control to report that while using their device in sync mode to cardio-vert a patient the patient received a synchronized cardioversion during the vulnerable period of their ECG causing them to convert to ventricular fibrillation. The patient was provided with subsequent defibrillation and achieved a return of spontaneous circulation surviving the event.

Manufacturer narrative:
Physio-control further evaluated the device data and it was determined the cause of the issue was user error. The waveform was too small and the peaks were not able to be identified correctly. As instructed in the operating instructions , the lead or size should be changed to ensure correct marker placement on the waveform when performing sync cardio. This caused the shock to be delivered incorrectly. Physio retrained the customer to the oi.

Event description:
The customer contacted physio-control to report that while using their device in sync mode to cardio-vert a patient the patient received a synchronized cardioversion during the vulnerable period of their ECG causing them to convert to ventricular fibrillation. The patient was provided with subsequent defibrillation and achieved a return of spontaneous circulation surviving the event.